Event description:
Received info regarding a cartridge alarm 25 during basal delivery. Reportedly, the customer's blood glucose level was higher than normal (176 mg/dl); however, blood glucose levels have stabilized since the cartridge alarm 25. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a supplemental form will be submitted.